Event description:
Information received by medtronic indicated that the patient experienced st elevation and myocardial infarction followed by a stroke during a cryoablation procedure. Two physicians were present during the procedure. After performing the transseptal puncture, transseptal sheath was removed and guidewire was left in the left superior pulmonary vein. Physician 1 reported difficulty inserting the dilator of the sheath into the patient¿s groin over the guidewire. A bigger femoral puncture was made and the sheath was inserted and introduced in the left atrium. Physician 2 removed the dilator and guidewire. There was a lack of return of blood when opening the stopcock of the sheath. Physician 2 tried to aspirate the blood through the side port of flexcath advance sheath. An air/blood mixture appeared in the side port during aspiration. A wet tissue was added on the sheath valve to prevent air coming from the valve and an air/blood mixture was still visible in the side port. Physician 1 reported deflection issues and wanted to remove the sheath. Physician 2 suggested reinserting the guidewire, so that the transseptal access would not be lost. Physician 2 used the dilator of the flexcath advance sheath to help reinsert the guidewire into the sheath. The dilator was 2-3 cm inside the valve of the sheath. When the guidewire exit distally out of the sheath in the left atrium, the sheath ¿jumped¿ and dislodged and was deflected in the left atrium. Blood came back passively into the side port of the sheath. Physician 2 aspirated the blood present in the side port and flushed the side port with a syringe. Both physicians noticed that the patient had st elevation on the ep recording system. Patient showed myocardial infarct and was treated by an interventional cardiologist. The patient had a stroke confirmed by CT scan. Patient was in coma when he left the cathlab. Additional information received indicated that the patient was intubated and is in an unresponsive coma with respiratory pauses and was transferred to ICU.

Event description:
Information received by medtronic indicated that the patient experienced st elevation and myocardial infarction during a cryoablation procedure; patient experienced a stroke. Two physicians were present during the procedure. After performing the transseptal puncture, transseptal sheath was removed and guidewire was left in the left superior pulmonary vein. Physician 1 reported difficulty inserting the dilator of the sheath into the patient¿s groin over the guidewire. A bigger femoral puncture was made and the sheath was inserted and introduced in the left atrium. Physician 2 removed the dilator and guidewire. There was a lack of return of blood when opening the stopcock of the sheath. Physician 2 tried to aspirate the blood through the side port of flexcath advance sheath. An air/blood mixture appeared in the side port during aspiration. A wet tissue was added on the sheath valve to prevent air coming from the valve and an air/blood mixture was still visible in the side port. Physician 1 reported deflection issues and wanted to remove the sheath. Physician 2 suggested reinserting the guidewire so that the transseptal access would not be lost. Physician 2 used the dilator of the flexcath advance sheath to help reinsert the guidewire into the sheath. The dilator was 2-3 cm inside the valve of the sheath. When the guidewire exit distally out of the sheath in the left atrium, the sheath ¿jumped¿ and dislodged and was deflected in the left atrium. Blood came back passively into the side port of the sheath. Physician 2 aspirated the blood present in the side port and flushed the side port with a syringe. Both physicians noticed that the patient had st elevation on the ep recording system. Patient showed myocardial infarct and was treated by an interventional cardiologist. The patient had a stroke confirmed by CT scan. Patient was in coma when he left the cathlab. Additional information received indicated that the patient was intubated and is in an unresponsive coma with respiratory pauses and was transferred to ICU. Additional information received (B)(4) 2013: mechanical ventilation stopped 12/13/2013; patient death immediately after.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed that the shaft was kinked at 2.52 inches from the tip. The kink was preventing a smooth steerability of the sheath when a test catheter was inserted. Both the sheath distal tip and dilator tip were intact, no fracture, breakage or bump were noticed. No teflon delamination was noticed at the tip of the flexcath advance shaft. The tip was atraumatic and with no sharp edges. The inner diameter of the tip was within specification and it provided a smooth transition to the dilator. The transition gap between the tip and the dilator was normal as seen in (B)(4) flexcath advance sheaths. The reported difficulty to insert the flexcath and dilator inside the femoral vein could not be confirmed. Air aspiration was reproduced when the dilator was introduced through the sheath. Dissection showed the hemostatic valve was leaking; valve was torn. The reported air aspiration and steerability issues have been confirmed through testing. Flexcath advance (B)(4) failed the inspection due to a leaking hemostatic valve and shaft kink.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.